Event description:
It was reported by the patient's attorney that allegedly on (B)(6) 2010, the patient underwent right total hip arthroplasty and was implanted with an lfit cocr v40 femoral head and an accolade tmzf hip stem. It is further alleged the patient was revised on (B)(6) 2022, due to disassociation of the femoral head from the trunnion.

Manufacturer narrative:
Reported event: an event regarding disassociation a metal head was reported. The event of disassociation was not confirmed. Method & results product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3 other text : device not returned to the manufacturer.